Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized for blood glucose levels above 600 mg/dl. The customer stated that he delivered three boluses of 10 units each, but his blood glucose levels remained elevated. The customer stated that he did not change the infusion set during the time that he was experiencing high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Nothing further was reported.